Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced retention issues. The recipient underwent flap revision surgery on (B)(6) 2024. Retention has improved and the recipient is wearing the device.